Event description:
It was reported that the pt underwent an anterior corpectomy at c5/c6. A metal cage from a competitor was used during the corpectomy. A translational cervical plate was secured from c3 to c6. The screws at c3, c4, c5 and c6 were placed posteriorly and the rod was compressed. The pt was flipped over to complete the surgery. A final x-ray was taken. X-rays showed the plate separated in two. The plate was replaced.

Manufacturer narrative:
(B) (4): the plate was not returned. Imaging films were not provided. With the available info, a cause or contributing factor cannot be identified.